Manufacturer narrative:
Inadvertently input the incorrect reference MFR report number in the initial report.

Event description:
Device 1 of 2.reference MFR report #: 1627487-2016-00536.follow-up revealed the patient did not have an infection and the wound was healing.

Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
The patient had two leads from the same lot. Device 1 of 2. Reference MFR report #: 1627487-2016-00527. It was reported the patient had a secondary infection at the lead site and was given antibiotics. As a result, the patient's leads and anchor were explanted.